Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
The facility reported recent recurrent occlusions with the powerpicc solo catheter. The PICC was placed in ir and the tip at the lower third of the svc. The facility has trained the nurses in pulsatile flushing and flush with 10 mls of saline. It was stated they use cathflo and the following day the PICC was occluded again delaying patient treatment.